Manufacturer narrative:
Representative samples were returned for evaluation. They were visually and functionally examined and they met the requirements.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was being done when the needle broke (removal from package / during passage through tissue / during tying)? - it happened during suturation of the uterus. Did any piece(s) of the needle fall into the patient¿s tissue?- yes, and the patient had to be reopened after ended surgery, when xray showed that the needle tip still was in the uterus. Was the needle piece(s) retrieved?- yes. What measures were taken to retrieve the broken piece?- reopening the patient. Was there any additional tissue damage as a result of searching for the needle piece?- it`s always additional tissue damage as a result when a patient need to be reopened. Were x-rays taken to locate the needle piece(s)?- yes. At what location was the needle found?- in the patients uterus. Was the patient brought back to or to have needle removed or was the needle removed during the initial procedure?- after ended surgery, an x-ray where taken in the operating room. So the patient had not left the operating room. Does a piece of the needle remain in the patient¿s tissue? If yes, what tissue structure is it located? -no. If retained, what is the surgeon's opinion of consequences to the patient? What in the physicians opinion are the factors contributing to the event?- weak needles from this particular box, several from the box had broken. Attempts are being made to obtain more additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Is this complaint report related to a single procedure or to multiple procedures? If multiple, can you inform the number of procedures and how many needles broke in each procedure? Can you confirm that 2 needles broke during the procedure? Was 1 needle retained in uterus and removed during additional procedure? Was the second needle broken and removed during the same procedure? What was the name of the procedure? Do you have the broken needles for evaluation? Can you clarify how many needles broke during the one procedure? Any additional questions indicated as new information provided. Will product be returned, return date, tracking information.

Event description:
It was reported that the patient underwent an unknown gynecological procedure on (B)(6) 2017 and the suture was used. During the suturing the uterus, the needle broke. The patient had to be reopened after ended surgery, when x-ray, which was taken in or, showed that the needle tip still was in the uterus. It was also reported that an additional tissue damage occurred as a result when the patient need to be reopened. The broken needle was found and retrieved. The surgeon opined that a weak needle was a contributing factor. Additional information has been requested.